Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I afp result for one patient. The following data was provided (customer¿s reference range is </=8.8 ug/l): sample ID (B)(6) initial result, on (B)(6) 2025, was 62.65, repeat result was 4.26, repeat result, on another analyzer, was 3.90 ug/l. Additional laboratory results were provided: cea was 3.8 ug/l, tpsa was <0.025 ug/l. There was no impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I afp reagent kit, list number 07p90-30, and manufacturing site of sligo, irl to alinity I processing module, list number 03r65-01, and manufacturing site of irving, tx. MDR number 3016438761-2025-00501-00 has been submitted and all further information will be documented under that MDR number

Event description:
The customer observed a falsely elevated alinity I afp result for one patient. The following data was provided (customer¿s reference range is </=8.8 ug/l): sample ID (B)(6), initial result, on (B)(6) 2025, was 62.65, repeat result was 4.26, repeat result, on another analyzer, was 3.90 ug/l. Additional laboratory results were provided: cea was 3.8 ug/l, tpsa was <0.025 ug/l. There was no impact to patient management reported.